Event description:
Ous MDR - after an implantation period of about 55 months, impedance values > 3000 ohms and loss of capture was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the received pacemaker data and x-ray images. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the returned pacemaker data were analyzed. An increase of the ventricular pacing impedance was recorded between (B)(6) 2013 and (B)(6) 2014 with values up to > 3000 ohms. No data regarding the pacing threshold or the sensing values were available for analysis. The inspection of the x-ray images did not show any peculiarity. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The impedance increase mentioned in the complaint description was confirmed through the inspection of the received data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. Should further information become available, this case will be updated.